Manufacturer narrative:
H11 - manufacturer narrative: investigation identified an issue within the stella 2.0 program software: when the iod cannot be generated due to an internal communication error (api fails to return a response with data), there is no error message displayed. When an iod is generated, there is no audit trail record for this activity. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 - PMA/510(k): p030016/s001/a016. Claim# 435772.

Event description:
A facility representative reported an issue with the stella software in which the printed implantation orientation diagrams (iods) were reportedly incorrect. Cause of event was not reported.